Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. Due to the tear, the overall length of the soft cannula measured out 1.0705", which is out-of-specification. During investigation, fluid was observed not leaving through the distal tip or the cross drill of the soft cannula. Fluid was diverted to the external tear, causing a leakage. The downloaded data did not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin. Although damage was observed to the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 24 mmol/l (432 mg/dl). The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a correction was delivered utilizing an insulin pen and a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. Due to the tear, the overall length of the soft cannula measured out 1.0705", which is out-of-specification. During investigation, fluid was observed not leaving through the distal tip or the cross drill of the soft cannula. Fluid was diverted to the external tear, causing a leakage. The downloaded data did not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin. Although damage was observed to the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 24 mmol/l (432 mg/dl). The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a correction was delivered utilizing an insulin pen and a new pod was applied.